Manufacturer narrative:
The investigation of saturated flow and vascular damage - peripheral vessel has been completed. The returned product was inspected and there was an abnormally large purge gap. No data logs were returned for analysis. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided. The root cause of the saturated flow was not determined as no data logs were returned for analysis.

Event description:
The complainant reported that a patient had a gastrointestinal (gi) bleed, noted by the bright red stool, and that there was saturated flow. The gi bleed was treated by removing heparin. The patient received two units of packed red blood cells. The saturated flows were noted by p-level 7 flows at 4.0 liters per minute and elevated left ventricle waveforms. As a result, the decision was made to replace the pump. The patient survived the event.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.